Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer delivered too much insulin for the amount of carbohydrates consumed. Bg was addressed via glucagon. No additional information was provided.